Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 9.5-12.8cm from the distal tip. The etfe coating as damaged at this location, consistent with the explant procedure. External insulation abrasion was noted at 13.3-13.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions under the rv shock coil were noted at 3.3-3.4cm and 4.0-4.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.5-19.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 20.5-20.6cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of sensing anomaly.

Event description:
It was reported that during routine follow up, externalized conductors were observed via diagnostic imaging. A variation in r-wave amplitude was observed. The lead was explanted and replaced during device change out for normal eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.